Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient representative(pt rep). Said the recharger had been getting extremely hot for the past couple of days and then now, the pt could not even get their ins to charge; pt rep. Was escalated and language use was inflammatory. Pt rep. Said pt had hard time connecting to charge ins for 4-5 months and had "all kinds of problems" with getting their ins to charge in the past. Now, pt rep. Said the "battery would not work anymore" and pt rep. Insisted everything needed to be replaced. Pt rep. Said battery had "malfunctioned" and overheated to a critical level where they thought the pt may be in danger. Tss discussed replacing recharger and pt rep. Said it would be fine to start with recharger. Pt rep. Did not have recharger serial number and will call back with serial number to replace recharger. Pt rep called back in with their recharger. They provided the managing hcp and the serial number. Agent sent an email to repair to replace the recharger  additional information received from patient representative. Patient rep called back reporting that they received the replacement recharger. Caller stated that they thought they were also being sent a controller and were confused why they did not receive that as well; agent reviewed information. Caller noted that the controller was also acting up and squealing and the screen would go white; agent reviewed that due to the initial reason for call the recharger replacement would resolve that issue and try the replacement before replacing anything else. Caller was upset that agent would not replace the controller.